Manufacturer narrative:
Concomitant products: product ID: addrl1 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the atrial lead had an insulation breach and triggered a lead warning for low bipolar impedance. The lead was reprogrammed to unipolar pacing polarity and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.